Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, halfway through thumb advancer deployment, resistance was felt. The operator did not believe that the locator wings remained against the anterior surface of the arterial wall and applied additional tension, which pulled the device out from the artery with the locator wings deployed. Manual compression was applied for twenty minutes to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated the clip was not deployed. Flex-guide carving was present at the distal-end, which likely occurred during thumb advancer deployment and exchange sheath splitting. Subsequently, thumb advancer deployment and exchange sheath splitting were stopped due to resistance encountered from the flex-guide carving. It was reported that the device was pulled out of the patient anatomy without activating the safety release as instructed in the instructions for use. Based on investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide during thumb advancer deployment, causing the tubeset to carve into the flex-guide. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.